Event description:
The customer reported that following a diagnostic catheterization procedure on may 25, 2000, a vasoseal vhd kit size 7 was deployed. After the first collagen plug was deployed, the sheath was retracted and the deployer noticed that the sheath had separated from its hub and remained in the pt. A physician was called to remove the sheath after locating it under fluoroscopy. The sheath was removed non-surgically. No pt complications were reported.